Event description:
It was reported that the patient fell the day prior to report. She has neuropathy and she lost her balance while she was outside which caused her to fall backward, hit her head, spine and implant. The implantable neurostimulator felt as if it moved in the pocket and she had issues with her stimulation. When the patient fell, her stimulation was on at 9.0v. After she fell, the stimulation was shocking and her husband had to decrease stimulation to 5.0v. The stimulation stopped shocking but it seemed like it comes and goes. It was noted to be intermittent. There were no outcomes reported regarding this event. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# va01aj8, implanted: (B)(6) 2012, product type: lead. (B)(4).